Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.25 in, leakage was observed. The following information was provided by the initial reporter: leaking at hub of diffusics when infusing saline push.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.25 in, leakage was observed. The following information was provided by the initial reporter: leaking at hub of diffusics when infusing saline push.